Event description:
It was reported that during an ipg replacement (reference MFR report number: 1627487-2019-01127), the physician inadvertently cut the lead. Surgical intervention may be pending to address this issue.

Event description:
Follow up identified that the lead was explanted and replaced.